Event description:
The hosp reported an incidence of biological material leaking out of the distal tip of the endoscope after having been reprocessed. The endoscope was immediately taken out of service and reprocessed an additional three times., however blood was still visible when they sent the brush through the endoscopr. There were no allegation of pt contamination associated with this event.

Manufacturer narrative:
The device in question has not yet been returned to olympus for investigation. Therefore olympus cannot conclusively determine the cause of the user's experience.